Event description:
It was reported that alert/notification settings. Date of event is an approximation. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The hcp (healthcare provider) reported that during the night on (B)(6) 2024 the patient did not receive an alarm or alert that her bg (blood glucose) was decreasing until her bg was in the low 50¿s (mg/dl). She was a ¿brittle diabetic,¿ and the low alarm had been set at 65 mg/dl. She was sleeping in a different room from her spouse as she was recovering from an unrelated medical condition (back surgery). She was using an omnipod 5 insulin pump and the cgm (continuous glucose monitor). At the time of the event, she did not hear an alarm from either device. Although her husband was in a different room, he did not hear any alarms or alerts. The patient became incoherent and had a seizure. At one point her bg level was 33 mg/dl, and the corresponding cgm value was not available. The spouse called ems (emergency medical service) between 4:30 am and 5:00 am. Paramedics transported her to the ER (emergency room) where she received unspecified treatment for hypoglycemia to stabilize her bg level. At a follow-up visit on (B)(6) 2024 with the hcp, the provider viewed a pump report showing three alarms in the 1:00 am hour, but the patient did not think that occurred. The provider changed the low alarm setting to 75 mg/dl and made unspecified changes to insulin pump delivery. Due diligence attempts to contact the reporter for more information were attempted but not successful. Performance data was reviewed. The allegation was confirmed due to the finding of no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.